Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the distal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 8mm x 2.75mm rebel stent was advanced to treat the lesion. However, difficulties were encountered inserting the device into the lesion. The device was removed and the distal portion of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was locatd in the left anterior descending artery (lad). A 8mm x 2.75mm rebel stent was advanced to treat the lesion. However, difficulties were encountered inserting the device into the lesion. The device was removed and the distal portion of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.